Event description:
In 2008, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After deploying an aortic extender component, the distal tip of the catheter broke off. A snare was used to successfully remove both the wire and the tip. The device is being sent to gore. The pt is doing fine.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.